Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was replaced due to migration and the remaining existing lead was advanced to one vertebral body parallel to the new lead. New clik anchors were also used as fixate. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning and stinging pain and tenderness to palpation at the anchor site of his lead incision. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #:(B)(4). Description:avista MRI perc lead kit, 56 cm model#: sc-4319, serial #: (B)(4), description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing burning and stinging pain and tenderness to palpation at the anchor site of his lead incision. The patient will undergo a lead revision procedure.